Event description:
Techniciens ambulancier responded to person described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device operation changed to the monitor mode and would not analyze the pt's rhythm. A backup AED was immediately called for and used. The pt was resuscitated.